Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a3, b4, b5, g3, g6, h1, h2, h11. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. A possible external contributing factor were the reported development of pain and blisters to old surgical scar site. This deviation signifies an alteration in the healed surgical site which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Healed surgical site complications can be treated conservatively or more invasively with an irrigation and debridement which promotes healing at the site and prevents further complications. If deeper exploration of the wound is warranted and the joint space is entered, a poly exchange is typically performed in conjunction with the irrigation and debridement to clear out any debris, hematoma formation, or to prevent deep joint infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D - 10: 010000935 g7 hi-wall e1 liner 36mm e lot #7555849. G2 - foreign: australia . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was revised eight months post implantation due to prosthetic joint infection, pain for one week and blisters over the old surgical wound. The head and liner were exchanged. Due diligence is in progress for this complaint; to date no additional information or product has been received.